Manufacturer narrative:
Medwatch report sent to us reporting that laminaria broke off in a pt during removal. Pt required general anesthesia and operative laparoscopy to remove fragments. An investigation was performed. A review of DHR documents and a review of complaints of similar issues was performed, there were no signs of imperfection, damage or broken laminaria as the nature of complaint is isolated. It cannot be conclusively investigated and no probable product defect can be assigned. Our investigation reveals that there is no weakness in this lot of laminaria. The incident was precipitated by wrongful use of the string to pull the laminaria out of the cervix. Recommended forceps use may have prevented this incident. Summary: we have not heard from the initial reporter about this incident. The report was received in the form of medwatch from FDA. We have not had any similar reports on laminaria prior to this time. Our instructions for use (see attached) does recommend against usage of the string in withdrawing swollen laminaria from the cervix. The removal should be achieved by grasping the laminaria by hand or using grasping forceps to gently ease out the expanded laminaria. Laminaria when swollen has a soft texture and an attempt by the medical practitioner to pull the string will cut through the soft laminaria. Gentle use of forceps to ease out the laminaria may have helped in the removal without incident. Alternatively, use of a vacuum pump with a vacurette may also have aided removal of the swollen soft laminaria from the cervix. The vacurette may even have helped removal of the laminaria after the string got pulled away. Final conclusion: as the nature of complaint is isolated, it cannot be conclusively investigated and no probable product defect can be established or assigned. The issue will be continued to be monitored as more info is obtained. No corrective action will be issued at this stage. A mandatory MFR medwatch report is being filed. Our investigation reveals that there is no weakness in this lot of laminaria. The incident was precipitated by wrongful use of the string to pull the laminaria out of the cervix. Recommended forceps use may have prevented this incident.

Event description:
(B)(4).